Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. The subsequent treatment appears to be related to procedure circumstance. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via an 8f sheath hole prior to a cardiac ablation procedure. Reportedly, during suture management, the knot from a prostyle device could not be advanced. The pre-close technique was abandoned; the sheath was upsized to a 13f and the cardiac ablation procedure was completed. Post procedure, with 2 prostyle devices in a row, the knots could not be advanced. Hemostasis was ultimately achieved with a figure 8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.